Event description:
Mfg report reference: 3006705815-2019-01423, 3006705815-2019-01424. Follow up information received regarding additional patient information.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 3, mfg report reference:3006705815-2019-01423, 3006705815-2019-01424. It was reported that the patient experienced cardiopulmonary arrest. Following an implant procedure, the patient coded (cardiopulmonary arrest) in post operation recovery. The patient was resuscitated and sent to the hospital for observation. They patient was discharged and currently has effective therapy.